Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty stenting treatment procedure, a balloon rupture occurred. The 85% stenosed target lesion was located in the mildly tortuous and severely calcified subclavian artery. The 8.0x60mm 135cm express ld was deployed at 10 atms and the balloon ruptured. The stent delivery system was removed without incident. The stent was not fully dilated at the distal end; the stent was post dilated with a 3.0x20mm 135cm wanda balloon. No patient complications were reported and the patient status is stable.